Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3472 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: essure stop date discrepant (B)(6) 2021. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-may-2023: new lawyer's reporter, essure stop date and onset of medical device removal updated from (B)(6) 2021 , essure removal via hysterectomy with bilateral salpingectomy added in the non-drug treatment, annex f of international medical device regulators forum updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3438 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6), 2011, the patient had essure inserted. On (B)(6), 2021, 3438 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("medical device removal / there is an essure coil wire embedded within the proximal end") in a 36 year-old female patient who had essure inserted (lot no. 867693) for female sterilisation. The patient had a medical history of irregular menstruation, pelvic pain, abnormal uterine bleeding, polycystic ovaries, parity 5 and multi gravida. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3472 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: essure stop date discrepant (B)(6) 2021 or (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83.461 kg. [Pathology test] on (B)(6) 2021: specimen includes: a uterus with attached cervix, attached bilateral fallopian tubes. Right fallopian tube: attached to the uterus is a segment of fimbriated right fallopian tube, 5.0 cm in length, 0.4cm. In average diameter (an essure coil is not identified within the lumen of the fallopian tube or within the adnexa at the body of the uterue). . Left fallopian tube: attached to the uterus is a segment of fimbriated left fallopian tube that measures 7.0 cm in length and 0.5 cm in average diameter. There is an essure coil wire embedded within the proximal end. Final diagnosis: uterus with cervix and bilateral fallopian tubes. (Hysterectomy with bilateral salpingectomy): cervix: unremarkable. Endometrium: proliferative phase. Myometrium: single benign leiomyoma. Serosa: unremarkable. Right and left fallopian tubes: unremarkable and benign. An essure coil wire is identified in the left fallopian tube. [Physical examination] on (B)(6) 2011: vital signs: her weight is 182 pounds. Her height is 5 feet 6 inches. She has a bmi of 29.4. Temperature is 98.6, blood pressure 110/60. Assessment: the patient g5, p5, who requests permanent sterilization. After extensive counseling and information regarding tubal regret, the patient wishes to proceed with an essure procedure. She was instructed that there will be need for a followup hysterosalpingogram in 3 months in order to confirm that the procedure was effective to prevent pregnancy. The risks, benefits, and alternatives of the essure procedure were discussed with the patient. All questions were answered, and she agreed to proceed. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: mr received: "medical device removal updated to embedded device" lot number added. Reporters information patient medical history and surgical pathology reports were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.